Event description:
A surgeon reports a pt had prolonged corneal edema and complained of blurry vision in his left eye following intraocular lens (iol) implant surgery. A yag laser surgery was performed and the pt reported minimal improvement in his vision following this procedure. The surgeon has prescribed glasses for the pt. The pt stated the eyeglasses have helped. In a follow up, the surgeon reports the outcome of the event for the pt as "good".

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info was requested on 07/14/2008, 07/16/2008, 07/18/2008, 07/22/2008, 07/24/2008, 07/28/2008 and 08/05/2008 by email, phone fax and mail. A completed questionnaire has been received.